Event description:
It was reported to philips that the wired foot switch was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has started an investigation of this complaint. A philips remote service engineer (rse) inspected the system and identified that the wired foot switch was not working. After onsite service and reviewing log file, fse observed mechanical/electrical failures of the footswitch. After troubleshooting fse found the foot switch was broken. The cause of the footswitch failure confirmed by the supplier's part analysis. Fse replaced the foot switch. After replacement foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.